Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device alarmed optically and acoustically and the ventilation stopped. The oxygen saturation of the niv patient went down to 88%. When the nursing staff came into the patient room, the patient had already removed the niv mask independently. No patient consequences and no medical intervention was required.

Manufacturer narrative:
For the investigation, the device log file was analyzed. The log confirmed a technical alarm "blower defect". The root cause of this failure was a detected deviation within the rotation speed of the motor blower. In such a case, the technical alarm "device failure !!!" Is generated and the ventilation stops. In addition, the device was analyzed in the repair center of the manufacturer. In an extensive endurance test, it was not possible to reproduce the reported and logged malfunction. Thus, it can be derived that the root cause of the reported problem was a temporary deviation that may be attributed to emc influences that exceeded the standard limits. The carina reacted as specified to the detected deviation by posting a visual and acoustical alarm to alert the user and switching to patient safety mode. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary.

Event description:
Please see initial-report.